Manufacturer narrative:
Event site name exceeded character limitations: (B)(6). Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 defective tip and exchanged for a new one. No delay. No harm/effects.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 06/25/2024. An investigation was conducted on 07/17/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Charred material was observed on the heater wire. The heater wire was observed to be flexed and twisted away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws were observed to be intact with no visual defects observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device, and the no specific failure reported, the analyzed failure "material twisted/bent wire " was observed. The lot # 3000378554 history record review was completed. There was one (1) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.